Manufacturer narrative:
(B)(4). The site indicated tha the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that toward the end of a laparoscopic-assisted hysterectomy, the device jaws could not be re-opened while on tissue. The device jews were removed from the tissue by resecting the tissue adjacent to the jaws. There was no pt injury.